Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided. Attached: article titled ¿assessment of the mitraclip procedure: reassessing the goals¿.

Event description:
This is filed to report atrial fibrillation, tachycardia and medical intervention. It was reported in an article that the patient underwent a mitraclip procedure to treat severe mitral regurgitation (mr). Using transesophageal echocardiography guidance, the mitraclip device was positioned and advanced across the mitral valve leaflets. Given the heart rate irregularity and cardiac motion, prior to apnea was induced and 12 mg of intravenous adenosine was administered to slow the heart rate. An xtw mitraclip was placed across a2/p2 and a reduction in mitral regurgitation was noted based on color doppler imaging, however a moderate to moderate severe based on a large flow convergence area, blunted pulmonary venous flows, and a persistent v-wave during left atrial pressure assessment. Initial attempts at placing a second mitraclip were difficult owing in part to the irregular rhythm/ectopy and tachycardia. After initial doses of 12 and 18mg did not produce asystole or even a significant slowing of the heart rate, a 32mg dose was administered resulting in asystole for 30 seconds followed by a rate of 40 beats/min for another 20 seconds. The second mitraclip was placed. This same preparation was repeated to allow successful placement of a third mitraclip. Mr reduced to moderate severity. Follow-up transthoracic echocardiogram one month later revealed significant improvement in right heart function and a reduction in pulmonary artery pressures. There was mild mitral regurgitation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported tachycardia and atrial fibrillation cannot be determined. However, atrial fibrillation and tachycardia are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. D4 - the UDI number is not known as the part and lot numbers were not provided.